Manufacturer narrative:
The customer's reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
During shift check, the autopulse li-ion battery (s/n (B)(4) was successfully charged in an autopulse multi-chemistry battery charger (mcc). The charger displayed a green led, and the battery's status leds were showing 4 solid green lights, indicating that the battery was fully charged and ready for use. However, the battery failed to power on the autopulse platform. No patient involvement.